Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information the reported echelon catheter has missing distal marker band before loading catheter with onyx. The solitaire fr was not able to push through the rebar 18 cath. Solitaire fr could not be pushed till thrombus. They used another solitaire fr and could pass thrombus to catch it. Second solitaire stent was not able to be pushed through the rebar 18 catheter. The apollo catheter tip was broken off while inserting through sheath. Reported device and any accessory devices were prepared as indicated in the IFU. No patient injury was reported. The patient¿s blood flow and vessel tortuosity were normal. There were not any patient symptoms or complications associated with this event. The echelon catheter and apollo catheter were flushed as indicated per the IFU. The patient was undergoing treatment for an arteriovenous malformation (avm).

Manufacturer narrative:
H3: the echelon-10 micro catheter was returned for analysis. The total length of the echelon-10 micro catheter was measured to be within specifications. Upon visual inspection, no issues or irregularities were found with the echelon-10 micro catheter hub. The catheter body appeared to be kinked at 18.0cm and 42.0cm from the catheter hub. The echelon-10 micro catheter distal tip was noted pre-shaped. The echelon-10 micro catheter distal tip was found to be separated. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. The inner elliptical wire at the distal broken end was found to be exposed. Approximately 2.0mm of the distal tip and marker band were found missing. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodge¿ was confirmed as a portion of the distal tip and marker band were found missing. However, the cause for the separation could not be determined. The separated end of the echelon-10 micro catheter exhibited jagged edges and stretching which indicate that the catheter separated when exceeding the tensile strength of the tubing material. In addition, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reporting that it was not known where the avm was located in the patient's anatomy. The echelon catheter was inspected prior to use and the marker band was not present at that time. The catheter marker band was not observed during navigation and thus was not navigated all the way to the target lesion. The marker band was not seen anywhere within the patient and could not be located at all. The echelon catheter was removed and replaced with another echelon catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.